Event description:
It was reported that during a stenting treatment procedure a fracture occurred. The lesion being treated was located in the internal carotid artery. The anatomy of the lesion is unknown. The physician introduced the filterwire ez 190cm in the carotid artery. While attempting to deploy the filter he felt an unusual restriction and pulled harder and the sheath broke. The filterwire was fully deployed and he was able to remove the entire device in one piece and completed the procedure with another of the same device. No patient complications were reported, and patient status was listed as good.

Event description:
It was further reported that the calcified target lesion was 90% stenosed at pre dilatation and 60% stenosed at post dilatation. However, the lesion was 100% stenosed pre dilation in the distal part where the unknown stent was unable be placed. The length of the lesion was 40mm and the vessel diameter was 3mm.

Event description:
It was reported that during a stenting treatment procedure a fracture occurred. The lesion being treated was located in the internal carotid artery. The anatomy of the lesion is unknown. The physician introduced the filterwire ez 190cm in the carotid artery. While attempting to deploy the filter he felt an unusual restriction and pulled harder and the sheath broke. The filterwire was fully deployed and he was able to remove the entire device in one piece and completed the procedure with another of the same device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Device evaluated by MFR: a detailed technical analysis of the returned unit revealed the following; the distal length of the delivery sheath measured about 115 cm in length, from the distal tip to the end of the exit port joint. One end looked torn and stretched approximately 2 cm. The proximal end piece of the delivery sheath, which contains the corewire, measured about 50 cm total in length with 5 cm of the corewire exposed. One end looked torn and damaged. Blood was observed inside the distal sheath. There were a few bends and damages at 10.8cm and 58.8 cm, when measured from the distal tip of the delivery sheath. The protection wire and the retrieval sheath were not returned. The filter bag could not be inspected since it was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of user/ use error. Per the dfu it states "do not pull excessively on the protection wire or the ez retrieval sheath to avoid tearing the filter membrane, filter loop detachment or other protection wire damage." The condition of the returned device shows that excessive force was used on the device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).